Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one day after the preloaded monofocal intraocular lens (iol) was implanted, foreign materials were observed in the iol optic and the peripheral part. The postoperative corrected visual acuity was 0.2. The patient complained of a membranous vision, halo and glare. The account indicated considering irrigation of the eye or replacement of the iol. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that the deposits in the iol were disappearing and the possibility of calcium deposits seemed low. The patient's visual acuity was 1.0 during examination and there are no plans to remove the iol. The account also indicated they will continue to monitor the patient's condition. No further information was provided.

Manufacturer narrative:
Device evaluation: no suspect product was received; however, photographs provided by the customer were evaluated. A granular-smudge like spot, affecting approximately 80% of the lens optical portion, mainly at the optical center was seen. From the pictures it could not be determined if it is located on the anterior or posterior surface of the lens. The root cause of the reported incident as well as the potential clinical impact cannot be determined from a picture assessment. The complaint issue "foreign material - loose" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.